Event description:
It was reported that signal loss over one hour occurred. It is unknown how long the patient was experiencing a loss of connection prior to this event. The patient was also using a tandem insulin pump. On (B)(6) 2023, the patient was in walmart and lost consciousness. The paramedics were called and her bg via fingerstick was 51 mg/dl. She was transported to the emergency room (ER). The reporter did not provide any other patient or event details. It is unknown what treatment was provided to the patient or how long she was in the ER. Attempts to reach the reporter and the patient for further event details have been unsuccessful. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.